Event description:
This patient presents with a history of complete heart block, implantation of a well-functioning 2 chamber pacemaker system 6 month ago, now with lead dislodgement. The lead did appear to be with a defective helix mechanism. The patient is a (B)(6) male with surgical implantation of st. Jude medical dual chamber ppm in (B)(6) 2015. He had been doing well but began feeling dizzy today. He went in for pacemaker interrogation and this showed a non-functioning (either dislodged or fractured rv lead) with underlying rhythm of chb with escape rhythm at approximately 30 bpm. The generator is in good condition so it was reused, st. Jude medical pm2240, serial number (B)(4). Right atrial lead is in well-functioning condition and reused, st. Jude medical 2088tc-46 cm - (B)(4). Right ventricular lead st. Jude medical 1688tc - 58 - (B)(4). We removed the right ventricular lead which had dislodged, st. Jude medical 2088tc - 58 cm - (B)(4). Please note that the right ventricular 1688 lead is quite a bit heavier than the 2088 lead.